Event description:
A user facility reported to olympus that while using a single use repositionable clip during a colonoscopy with polypectomy, the clip would seal and fire but would not stay closed once deployed after the surgeon pulled it from the mucosa. The clip did fall into the patient, and was retrieved. A different device and four clips were used to complete the procedure. The procedure was delayed while the circulating nurse retrieved another device. There was no patient injury. Three clips in total were returned but it was unknown if all three were used in the procedure. Additional information was requested multiple times without response. Patient identifier (B)(6) is for clip with lot number 27k 20. Patient identifier (B)(6) is for clip with lot number 27k 15. Patient identifier (B)(6) is for clip with lot number 275 15.